Event description:
The lead was capped and replaced.

Event description:
It was reported that the lead was explanted due to high threshold.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported high threshold could not be reproduced. The lead exhibited normal electrical characterics. Analysis found insulation abrasion at 49-49.5 cm from the connector pin, consistent with that produced by friction with another device.